Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the pump was alarming and stopped sooner than expected with 10 ml left in the reservoir bag. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).